Manufacturer narrative:
Device eval 1 of 2. Please see MFR report # 1627487-2010-01433 for device 2. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. The lead was visually inspected and found to have instrument marks near the stimulation end and to be severely kinked and have compression damage approx 275mm from the terminal end. No other visible anomalies were noted. The lead failed functional testing and did not have any continuity on several channels. Conclusion: the cause of the reported complaint is confirmed. The lead failed functional testing and appears to have been subjected to severe overstress. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Please see MFR report # 1627487-2010-01432 for device 1. On (B)(6) 2008, the pt was implanted with an scs system. On (B)(6) 2010, the pt requested to have the system explanted. Pt felt that the stimulation was not helping with his pain. On (B)(6) 2010, the system was evaluated and found to be defective.